Manufacturer narrative:
The reported complaint that the pacing capture threshold (pct) test failed to terminate after loss of telemetry was confirmed. Based on the information reviewed, it was determined that the command to close the telemetry channel and to terminate the pct test was not triggered by the merlin pcs programmer following the loss of telemetry. It was confirmed that in the following session, after the field reduced the rhythm and power of stimulation of the catheter, good telemetry communication resumed, and implant was finalized.

Event description:
It was reported that the patient presented to the hospital for a leadless pacemaker (lp) implant procedure. While conducting a pacing capture threshold (pct) test, telemetry was lost between the lp and programmer. The capture test could not be terminated, and the programmer was turned off. Afterwards, it was difficult to re-establish telemetry and the implant could not be finalized. It was suspected that the loss of telemetry was due to noise interference from a pacing catheter which was required to stimulate the patient who was pacemaker dependent. The physician then reduced the rhythm and power from the pacing catheter, and they were able to re-establish telemetry and finalize the implant for the lp. There was no adverse consequence to the patient and the patient remained in stable condition.